Event description:
It was reported to nova biomedical that a consumer received a result of 220 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on that reading and subsequently experienced a hypoglycemic event requiring medical intervention at a hospital. It was discovered during the phone call, the consumer is storing the meter and test strips in an area which may compromise the integrity of the test strips which is against our directions for use. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.